Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was affected by automatic threshold and experienced phrenic stimulation during automatic threshold test. In addition, the patient experienced "left pre-pectoral stimulation" and the automatic thresholds were turned off, the right atrial (ra) lead and right ventricular (rv) lead were reprogrammed from unipolar to bipolar and the left ventricular (lv) lead was reprogrammed. The system remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.